Manufacturer narrative:
Exact date of event is unknown. (B)(4). Results: inherent risk of procedure (aneurysm enlargement, surgical conversion); (lack of information, cause of aneurysm enlargement is unknown). Conclusion: (lack of information, cause of aneurysm enlargement is unknown); known inherent risk of a procedure (aneurysm enlargement, surgical conversion).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that a secondary intervention was performed thirteen months post index procedure, an endurant stent graft was implanted, and details are unknown. It was reported that the patient presented emergently with abdominal pain. There was no endoleak; however, the aneurysm had grown. The physician decided to explant the stent graft. No additional clinical sequelae were reported and the patient is fine.